Event description:
Complainant alleged that while attempting to obtain a 12-lead of a patient the device powered up without display. Complainant indicated that the clinician continued to use the device with the blank display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.